Event description:
It was reported that a request for device episode review as needed due to a decrease in r wave amplitude. An asystole episode was also in question. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigaiton will be updated.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that a request for device episode review as needed due to a decrease in r wave amplitude. An asystole episode was also in question. Technical services (ts) reviewed the provided device data and noted that there was no asystole present, as well as no mechanical noise or myopotential. The result of the sudden reduction in amplitude could be potentially linked to a temporary change in the heart axis. Ts provided troubleshooting steps and discussed avoiding the secondary sensing vector due to an untreated episode which showed noises. The device remains implanted. No adverse patient effects were reported.